Event description:
The reporter called, and alleged a discreepant result when compared to the lab. The reported device result/lab inr 8/5.6. No treatment was given to the patient. The reporter also stated the result of 8 was to the right of the decimal position on the device screen, and the result appeared as a single digit. The device was replaced and requested to be returned for evaluation.